Event description:
The customer was admitted to the hospital for high bgs. It was stated that the doctor and spouse believed that the pump was not functioning properly. The customer had high bgs all day. The customer had bolused to treat bgs, had changed the site, and had given a manual injection, but bgs did not go down. The customer was on insulin drip at the time of call. The customer's spouse informed that they were not familiar with the pump and declined to troubleshoot it.